Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller states they are attempting to turn ins off before doing a colonoscopy. However, the communicator will not turn on. When plugged in, the communicator shows orange light as if charging but when removed from power and on button pressed, the communicator does not respond. The pt got on the phone and said they didn't think their stimulation was on since usually when it is on their big toe curls, the pt reports believing ins has not been on for the last 3 years. The pt has not charged their communicator in three years (which is the reason the communicator is not functional, over discharge) and the pt also reports not having any bladder symptoms for the past three years. They have been trying to charge it for 20 minutes and it is light up orange but can't get the blue light to come on. The issue was not resolved through troubleshooting. Told patient they will need to continue charging. If it has been an extended time since they last charg ed the communicator it could take a while. Patient called back in reporting that they couldn't get their communicator to connect to their ins. Patient mentioned previously reported information and added that both external devices are fully charged and that they feel like their therapy was still on because of having less symptoms. Agent walked patient through troubleshooting, but patient confirmed seeing device not responding after multiple repositioning attempts. Redirected to hcp to further address the issue. Agent reviewed with the caller when they got back on the phone that the ins may be eos. Per caller's request, agent redirected to nas to reach a rep.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.